Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number: 1644408-2021-01149; 804-06-157, s303-broke/cracked/damaged, instrument failure. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated. RMA examination: the instrument was returned to djo and after further examination, the threads of the knob's screw broke.

Event description:
It was reported there was a 20 minute delay in surgery.